Event description:
The customer reported that there was a failure to alarm.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. No pt harm was reported. Due to the limited available info, philips is unable to determine if the pt required emergent care at the time of the incident. This incident is also being reported in MDR# 9610816-2010-00806. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.